Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall 2019- 08/14/2019 16:24:12 sandra j mcdonald (smcdonal) lvp bezel post recall 2019 nathanael buschmann 608-256-1901 x11192 nathanael.buschmann@va.gov 08/29/2019 11:31:48 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per terry wilson, service tech. Repair approved by nathanael buschmann, biomed, at 608.256.1901 x11192 for $365. Use new po# 695-m92669. Please charge customer's credit card: visa // -e803-7584-0z319w3ee7ek3n // exp 12/22 // nathanael d buschmann 09/04/2019 09:06:09 annette a mendez (amendez) 1001901780620005370500119242552975 01/31/2020 07:44:20 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.